Event description:
The customer reported a tandem mobi cartridge alarm, verified by technical support during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, advising the customer to use a manual insulin injection method as a backup. The customer received instructions on storing the pump before return and on necessary steps upon receiving the replacement, which was dispatched without requiring a delivery signature.